Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be int errogated. In addition, at the previous follow up the device was programmed to the ddd mode with a rate of 80 ppm. At the january follow up it was in the voo mode with a rate of 62 ppm.~~